Event description:
Pharmacist preparer reported accidental chemotherapy exposure to the nurse following a leak in the chemotherapy device almost immediately after starting the infusion of an immunotherapy bag and two chemotherapy bags. The nurse had unplugged the pump momentarily for the patient to be mobile for a bathroom visit. After returning to the room a few moments later, the nurse noticed the drug dripping from the chemotherapy device ¿tree¿ and it was reported to be split. The nurse put on a second pair of gloves and clamped the chemo line that leaked. When the nurse removed the gloves, it was observed that chemotherapy exposure was on the left hand which caused redness and burning sensation. The patient had no exposure to the product. It was stated that there was a problem observed with the welds causing a leak of cytostatic product. A new chemotherapy line was installed and the surface was cleaned. The nurse¿s exposed hand was washed with water and softening cream according to their procedure. In addition, the leak was cleaned-up as per procedure and it was reported that no specific spill kit was used. Accident the incident caused short term work interruption or temporary professional incapacity. Although there was patient involvement there was no reported adverse event/human harm, blood loss or medical intervention required.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used administration set was returned for the investigation. As received there was tear observed below one of the claves on the semi rigid trifurcated connector. The tear went all the into the fluid lumen leading to an open fluid path that would leak. The complaint of leakage and torn trifurcated connector can be confirmed. As received there was a tear observed below one of the claves on the semi rigid trifurcated connector. The tear went all the into the fluid lumen leading to an open fluid path that would leak. The probable cause of the tear and subsequent leakage is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Date returned to mfg: 8/29/2022